Manufacturer narrative:
The method used at the external laboratory for the (B)(6) 2017 sample was the beckman coulter unicel dxl 800 using parathormone pth intact assay. The customer is questioning the low pth stat results from the e 601 module because the patient has not had a thyroidectomy and the parathyroid glands have not been removed. The patient does not take any medications. The customer expects the pth stat result for this patient to be normal.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys pth stat immunoassay (pth stat) on a cobas 6000 e 601 module. The initial pth stat result from the e601 module was 9.8 pg/ml. This result was reported outside of the laboratory. On (B)(6) 2017 a new sample was obtained and the result from the e601 module was 3.5 pg/ml. On (B)(6) 2017 a new sample was obtained and the result from the e601 module was 3.84 pg/ml. This sample was repeated and the result was 4.22 pg/ml. This sample was sent to an external laboratory on (B)(6) 2017 using chemiluminescence methodology and the result was 15 pg/ml. The customer stated the patient was tested in another laboratory using an unknown methodology and the result was 13 pg/ml. The pth stat reference value for the roche method is 15.0 - 65.0 pg/ml. The pth stat reference value for chemiluminescence methodology is 4 - 58 pg/ml. The patient was not adversely affected. The e601 module serial number was (B)(4). The pinch tube was last changed on (B)(6) 2017. Liquid flow cleaning was also performed on (B)(6) 2017. Calibration signals were lower than expected compared to past calibration signals. Quality control (qc) results were acceptable. Since qc results were within the specified ranges on the day of the event, an issue with the elecsys pth stat assay is unlikely.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Two possible explanations of the event are that the roche pth stat results are correct or that the roche pth stat results are too low. If the results were too low, this would indicate and interfering factor in the sample. Since a patient sample could not be provided, these possibilities could not be confirmed. Since both the roche assay and the competitor assay are intact pth assays, the differences are expected to be less; it is unlikely that both results are correct.